Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to an motor encoder out of phase. The displacement test could not be performed due to the constant motor error alarm. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 258 mg/dl. Customer reported a motor error alarm from the insulin pump during bolus. The customer was advised that the insulin pump would need to be replaced. The customer was advised to disconnect use of the insulin pump and revert to a back-up plan per the health care provider's instruction. No additional information provided.